Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported of a prime anomaly from the insulin pump. The customer stated that insulin squirted out during manual prime. The customer stated that the pump piston continued to move forward after reservoir contact and insulin squirting out. The customer stated that no numbers appeared on the screen and no beeps were heard. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with the motor function properly and no prime fill anomaly noted. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.